Event description:
Customer states he continues to receive a motor error alarm, he states insulin pump got a little wet. Customer's blood glucose was 157 mg/dl. After troubleshooting, customer was advised that pump would need to be replaced and to revert to backup plan per health care provider. Customer called back the next day stating his pump was not delivering insulin and he did not receive his new pump. No further information was provided.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump had no moisture damage on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.